Event description:
It was reported that the device had rapid battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis confirmed the reported low battery voltage and the higher than nominal current drain. The excessive current drain was due to a leaky hold capacitor, part number xtc008. X-ray analysis of the capacitor revealed no anomalies. Thermal emission analysis identified a leakage site in the body of the capacitor. (B)(4) we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file (B)(4) showed a minimum battery voltage of 2.74 to 2.64 volts between (B)(6) 2012 and (B)(6) 2012 was just before device was at recommended replacement time (rrt) of less than or equal to 2.62 volt.